Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the device was difficult to insert. A 4mm x 15cm interlock coil was selected for use in the left atrium. The anatomy was moderately tortuous. An attempt was made to place the coil in the left atrium, but the non-boston scientific microcatheter deviated from the elected blood vessel. Consequently, the interlock coil was removed, and the microcatheter was reinserted into the left atrium. The same coil was attempted to be inserted into the microcatheter, but there was severe resistance in the inserter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed pusher wire detachment.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, it was observed that the main coil, the introducer sheath and the pusher wire were returned. During visual and microscopic inspections, it was observed that the main coil was bent and stretched at the primary coil section; moreover, the pusher wire was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.